Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspected breast implant-associated anaplastic large cell lymphoma (bia-alcl)." This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
The physician reported "the "periprosthetic effusion" continued and, approximately four years after implant of the device, the patient was diagnosed with suspected breast implant-associated anaplastic large cell lymphoma (bia-alcl). The device was explanted. Pathological markers have not been provided.